Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and low battery and has a blank display. Customer does not recall any significant events leading to the error, except that he was installing new batteries in the pump. Customer's blood glucose was 230 mg/dl at the time of incident. Troubleshooting was done for blank display and new battery cap. Customer was advised to monitor pump and call back if any further questions. No further information was given.